Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented into the emergency room after receiving inappropriate anti tachycardia pacing (atp) and high voltage therapy for an svt. Programming changes were made. The patient was fine.